Event description:
It was reported that the patient had inappropriate shocks due to a supra-ventricular tachycardia episode. The patient heart rate was fast enough to be in the device shock zone, so the device provided therapy. The maximum number of shocks, five, was given. Technical services discussed programming the shock zone to a higher setting. There were no additional adverse patient effects. The system remains implanted.